Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions and assisted with resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue reappeared. The caller acknowledged and understood these instructions.